Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hospitalization that occurred on (B)(6) 2015. Patient reported that she was in (B)(6) when she was hospitalized for food poisoning for 3 days. Patient reported that she was wearing dexcom continuous glucose monitor (cgm) during hospital stay. Patient was given antibiotics but does not recall what kinds she was given. Patient reported being discharged from the hospital on (B)(6) 2015. At the time of contact, patient reported current condition as "good". There was no alleged device malfunction. No additional event or patient information is available.